Event description:
The device result was 525 mg/dl compared to another meter of 174 mg/dl. He also had a result of 354 mg/dl and dosed insulin, then felt like he was crashing, so he drank orange juice. The device was replaced and requested to be returned for evaluation.